Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 51 mg/dl at the time. The customer was assisted in troubleshooting for low blood glucose. She was not alleging that the insulin pump was over delivering. The customer reported that the insulin pump passed self test. The customer was treated with food and glucose tablets. The insulin pump will not be returned for analysis.